Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. It was gained access in the left atrium with the versacross connect through the faradrive sheath, the versacross was removed, and still was aspirating air. It was continued to aspirate, but the flush port was still showing air. The sheath was replaced, and procedure was completed without patient complications. The device is not expected to be returned as it was disposed.